Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one integrity rx coronary bare metal stent to treat a severely tortuous, non-calcified lesion in the left mid cerebral artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that while attempting to deploy the stent in the left mid cerebral artery that resistance was met and the stent could not reach the lesion. While removing the stent and catheter as a unit, resistance was encountered and following a tug on the stent, the stent dislodged into the carotid artery. The dislodged stent was removed using a snare. The patient is reported to be alive with no further injury post procedure.

Manufacturer narrative:
Image review: photo 1: image shows a portion of a delivery system. The stent is not present on the balloon. Photo 2; image shows a 2.25*08mm bms device and a snare. On magnification of the image, a dislodged stent can be seen attached to th e snare. Photo 3; image shows a close-up image of the snare. It is not clear from the image to see the dislodged stent. Product analysis summary: the snare was loaded in the guide catheter with the dislodged stent attached to the snare. Deformation was evident to the dislodged stent. Tissue was visible in the dislodged stent. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal shaft 13cm proximal to the distal tip. Stretching was evident to the distal shaft. The support wire was damaged and the distal end of it was protruding through the distal shaft. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.